Manufacturer narrative:
Procode: additional codes = lje; gbo. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a bile duct drainage procedure an ultrathane mac-loc locking loop biliary drainage catheter separated at the hub when the user was fixing the catheter to the patient's skin. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.

Event description:
In additional information received on 05jul2022, it was confirmed that no additional surgical intervention was needed. The patient did not require initial or prolonged hospitalization due to this occurrence. The fitting was securely attached at first inspection. No force was exerted on the catheter. There was no difficulty locking the mac-loc. The patient was not mobile. Following the separation of the catheter, a new drain was opened to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation on 11may2022, cook medical received a complaint from a representative of (B)(6) hospital in texas. It was reported, that during a bile duct drainage procedure, an ultrathane mac-loc locking loop biliary drainage catheter (rpn: (B)(4), lot: 14208553) separated from the hub of the mac-loc adapter. The fitting was securely attached at first inspection, and exertion on the catheter or difficulty locking mac-loc was denied. The separation was said to occur while the user was attaching the device to the patient's skin. A new drain was opened and used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo was provided showing the proximal end of the catheter separated from the mac-loc adaptor. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The dhrs for lot 14208553 and mac-loc subassembly lot sa14101301 record no non-conformances relevant to the failure mode. A database search for complaints on the reported lot found no additional complaints reported from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2_rev1], multipurpose drainage catheter] states the following: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of device photos, and the results of the investigation, it was determined the cause of this event is related to a component failure without evidence of design or manufacturing deficiency. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened to further address mac-loc hub separation. Corrective actions have since been implemented following the manufacture of this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.